Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an electrophysiology (ep) procedure with ablation, cardiac tamponade occurred. The 7-110-2.5-8-10 n4 blazer prime was used initially for an atrial fibrillation ablation. After that was completed, the catheter was used to perform an atrial flutter ablation in the right atrium. The catheter was used with a maestro generator while the patient was also attached to a defibrillator and a 3d acquisition patch. Two grounding pads were used with the generator and were applied to the patient's back. The settings for the maestro generator were an average power of 70w, temperature of 40 - 60 degrees celsius, with a radiofrequency application duration of 30 seconds. While ablating, the patient complained of chest pain. There were no error codes displayed by the generator at this time and no higher than expected impedance readings during the ablation. At no time was char or coagulum identified on the catheter. The physician confirmed cardiac tamponade by echocardiogram. Surgical intervention was needed to insert a drain tube. It was the physicians opinion that using 70w/60 degrees celsius in the presence of idiopathic dilated cardiomyopathy (dcm) might have contributed to the event. No further complications were reported and the patient was stable post surgery.